Event description:
Information received from eye care professional (ecp). A pt's dad initially contacted us stating that the pt "experienced a left eye infection that might be from over wearing lenses". The pt was wearing acuvue oasys contact lenses (cl) when the event occurred. The suspect product was discarded by the pt. Dad stated that the pt wore cl on a daily wear schedule. He also stated that he thought the pt was replacing his/her cl every 2 weeks and using "saline to clean" cl. Dad was advised to consult the pt's eye care professional to confirm the recommended disinfecting solution for cleaning the lenses. The ecp stated that the pt presented to his office in 2009 complaining of os pain and was dx with a peripheral, infectious corneal ulcer that was treated with zymar eye gtts. The pt returned to the clinic six days later, and the ulcer was almost resolved. The pt was allowed to return to cl wear. The ecp stated that the pt started experiencing os pain again approx two months later. The pt returned to the ecp's office three days later, and the ulcer had recurred. The ecp would not provide further clinical information. Dad stated that the pt was given eye drops to use in the os and allowed to wear a cl in the od. Dad did not know the name of the newly prescribed eye drops. On the following month, dad stated that pt had a f/u visit with ecp the day prior, and was allowed to return to cl wear.

Manufacturer narrative:
Five sealed blisters were returned from the same mpk. A device from the same lot of the actual device involved in incident was evaluated. The parameters were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A device history review was performed. The batch record did not show any abnormalities in monomer and solution specification. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is expected. Any additional information will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.